Event description:
It was reported that a patient presented to clinic for follow up. The insertable cardiac monitor (icm) was unable to be interrogated with bluetooth. Bluetooth was restarted with extended magnet placement, but the icm still unable to be interrogated, there were no patient consequences.